Event description:
Surgical table malfunctioned during surgical procedure. Massive hydraulic fluid leaked. The table positioned itself in severe trendelberg position. The procedure was stopped, anesthesia was maintained and the patient's airway and vital signs were taken. Patient was safely secured by or personnel. Wounds were pack with sterile sponges and draped with towels. The table drapes were removed from the table and a new surgical table was brought in. The hospital was performing a bilateral mastectomy. No injuries were reported.